Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection has been performed on the returned sensor and no physical damage was observed with the sensor patch. Sensor found to be in state 1 (storage state) .extracted data from the returned sensor using approved software. Insertion failures were not observed. No failure modes were observed upon visual inspection of the plug assembly. Therefore, the issue is not confirmed to use due to no insertion failures, which is evidence that user did not activate the sensor. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller reported that the customer (child) received a "replace sensor" message upon scanning the freestyle libre 2 sensor. The customer felt hypoglycemic and required treatment of juice by mother. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The customer¿s product has been requested for investigation. A follow-up report will be filed once additional information is obtained. The device manufacturing date is unknown. The date entered in is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller reported that the customer (child) received a "replace sensor" message upon scanning the freestyle libre 2 sensor. The customer felt hypoglycemic and required treatment of juice by mother. There was no report of death or permanent injury associated with this event.

Event description:
A caller reported that the customer (child) received a "replace sensor" message upon scanning the freestyle libre 2 sensor. The customer felt hypoglycemic and required treatment of juice by mother. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.